Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, the cuff inflated but then syringe could not be removed from it. There was no patient harm.

Manufacturer narrative:
The reported defect could not be detected on the unit returned for evaluation. One sample returned for evaluation was contained in its original opened unit pack which was returned in its original unit carton. Also contained in the carton is a syringe. Visual examination showed no sign of any damage or defects on the returned unit. The returned syringe was placed in the tracheal and bronchial pilot assemblies and removed without any issue. A taper gauge was placed in the inflation valves and both were found to be within the required specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.